Manufacturer narrative:
(B)(4). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Towards the end of the procedure, a pericardial tamponade was discovered while checking the intracardiac echocardiography (ice). Cardiac tamponade was also confirmed on ice. Pericardial tap was performed to drain 1200 cc of fluid from the pericardial space; however, the patient¿s condition did not improve and was transferred to the operating room for further intervention. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. Physician causality opinion was not provided. No biosense webster product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
During an internal review on (B)(6) 2020, noted a correction to the 3500a initial report as did not add the manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device 30373866m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).